Event description:
Per the customer, triton technology gave a reading of 2,500ml's of blood loss but they said the number was extremely high so they called it 1,500ml's instead. The customer also stated that they had two difference c/s cases in which they felt the patient's post operative hb drop's did not correlate with the triton technology qbl readings. Per the customer, in both instances, their technology gave them a qbl between 200-300ml's but thye felt this was way too low and decided to use a higher number a result. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, triton technology gave a reading of 2,500ml's of blood loss but they said the number was extremely high so they called it 1,500ml's instead. The customer also stated that they had two difference c/s cases in which they felt the patient's post operative hb drop's did not correlate with the triton technology qbl readings. Per the customer, in both instances, their technology gave them a qbl between 200-300ml's but thye felt this was way too low and decided to use a higher number a result. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.